Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. No motor anomaly noted during testing. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the customer was hospitalized due to low blood glucose. Troubleshooting was performed on the device. Customer's blood glucose was 1.9mmol/l. The device passed the self test. Customer stated the device was exposed to an MRI while he was at the hospital. Customer stated he was not comfortable with the device. No further information reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.